Manufacturer narrative:
B2, h1: a risk to the patient's health could not be excluded for these specific circumstances, since a pilot hole and screw were placed in the patient's spine in a different position than desired with navigation involved, although according to the surgeon (treating clinician): the deviation of 1 of the 4 spine screws placed with the aid of navigation was detected by the surgeon during the placement and with intraoperative carm fluoro shots, before finalizing the surgery, and this placement was addressed with navigation at the very same surgery. The final outcome of this surgery was successful as intended, with the placements correct at the end of the surgery. There was no harm nor negative effect to the patient due to the deviating initial placement, also not due to the prolong of the surgery/anesthesia of ca. 30min. There were further no remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either. H6: according to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the main root cause of the by ca. 30 degrees cranially angulated deviating left l4 screw placement in the spine with the aid of navigation, is: an insufficiently adjusted CT scan 3d model surface in the navigation in combination with an insufficient points acquisition on the vertebra for surface matching registration of the current patient anatomy to the navigation, for both the user not fulfilling the brainlab requirements. The bone threshold surface adjustment by the user with the brainlab sw functions available was not adequate as necessary, the at the time of surgery 2 months old CT dataset from a nonbrainlab CT scanner utilized for the patient registration to navigation was not displayed smooth (not fully reconstructed) and contained artifacts, e.g. Gaps or holes. The surface matching registration points acquisition by the user was not as required sufficiently spread out on the vertebra and no points were taken on the sides of the spinous process. The registration displayed a linear point acquisition only, most likely due to the compressed nature of the vertebra of interest (l4). It also appears that registration points were acquired on the areas where the scan's 3d model surface showed the artifacts (gaps/holes), which shall be avoided. This caused the navigation software to not find an accurate match in the region of interest as desired for this specific procedure in between the preoperative image dataset and the actual patient anatomy, resulting in a rotational deviation. Apparently, the due to the above reasons resulting deviation between the actual patient anatomy location during the placement and the registered preplacement patient image scan displayed by the navigation was not recognized by the user with the necessary navigation accuracy verification of the registration and throughout the procedure, before and during the first screw preparation and placement attempt into the spine. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. H7: brainlab intends to reiterate the relevant topics regarding the use of the device to this customer.

Event description:
An open surgery on the spine for a transforaminal lumbar interbody fusion (tlif) of vertebrae l4 and l5, due to spinal pain with a compressed spinal cord, with intended placement of 4 vertebra screws bilateral for fixation, was performed with the aid of the display by the brainlab navigation software spine&trauma 3d 1.5. During the procedure the surgeon: with the patient in prone position, attached the navigation reference array on the spinous process of vertebra l3. Used the navigated pointer for surface matching to acquire registration points on the bone of vertebra l4 to register the current patient anatomy to the navigation, matching it to a CT scan acquired ca. 2 months before the surgery and imported into the navigation. Verified the registration and accepted the accuracy to proceed. Starting with left l4, used the navigated pointer to determine the screw trajectory, used a burr to prepare the cortical opening at the predetermined starting point, and used the navigated straight probe to create the pilot hole. Calibrated a nonbrainlab tap to navigation and threaded the pilot hole. Placed the spine screw with a nonbrainlab screwdriver also beforehand calibrated to navigation, following and into the pilot hole of left l4. Noticed while placing the screw that it appeared angulated vertically and decided to verify its position with intraoperative carm fluoro shots (xray). The carm xrays revealed that the left l4 screw placed deviated from its intended position, angulated by ca. 30 degrees in the sagittal plane, breaching the pedicle and extending into the superior disc of l3/l4. Removed the deviating screw, and decided to perform a new surface matching registration of l4 by acquiring new registration points on the bone. Verified this new registration, additionally acquiring carm fluoro shots to confirm the instrument position display accuracy. With the same navigated procedure as before, determined the correct screw trajectory, prepared the pilot hole and placed the left l4 screw to its intended location. Placed the remaining 3 screws with the same navigated method into vertebrae l4 and l5 as intended. Completed the fusion surgery successfully as intended and closed the patient. According to the surgeon (treating clinician): the deviation of 1 of the 4 spine screws placed with the aid of navigation was detected by the surgeon during the placement and with intraoperative carm fluoro shots, before finalizing the surgery, and this placement was addressed with navigation at the very same surgery. The final outcome of this surgery was successful as intended, with the placements correct at the end of the surgery. There was no harm nor negative effect to the patient due to the deviating initial placement, also not due to the prolong of the surgery/anesthesia of ca. 30min. There were further no remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either.